Manufacturer narrative:
Block h6 device code a0501 is being used to capture the reportable event of cap - detachment of device or device component

Event description:
It was reported to boston scientific corporation that an overstitch nxt 7 was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. During the procedure, it was reported that the end cap got loose. After cinching the suture, the device was removed and fixed with replacement tape. The end cap became loose again during use; however, the procedure was able to be successfully completed with the device. There were no patient complications as a result of this event.